Event description:
The perfusionist reported observing blood in the gas exit port near the end of a bypass procedure. The unit was used to the complete the case. No change out was needed. The user facility reported that there was no harm to the pt.